Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt reported a loss of therapeutic effect. Interrogation showed impedances >2000ohms on electrodes 2 and 0, with current of 7. It was noted that the pt had several falls and symptoms were getting worse. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2009-09791.